Event description:
I started using the fascia blaster the last week of (B)(6) 2016. About a week later I had a lot of fatigue and flu like symptoms. By the end of (B)(6) I had gained 10 and my thyroid medication had to be upped. In (B)(6) I received the faceblaster and by (B)(6) my skin felt like it was on fire all the time. It was very painful. It still happens but rarely. I stopped using the blasters soon afterwards.